Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, and infection, at the needle puncture site. The patient was seen at the hospital and the skin reaction was treated with a prescription of an unspecified oral antibiotic, which the patient needed to take 4 times a day for 7 days. At the time of the report, which was the same day the patient was seen by the healthcare provider (hcp), the patient was still at the hospital but was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).